Event description:
In additional information, it was reported the catheter was flushed prior to each coil deployment. The physician is unsure what caused the catheter to prematurely deploy. He noted when he uses the reported catheter with the retracta coil, the coil does not deploy correctly.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported that a retracta detachable embolization coil prematurely deployed during a transhepatic intrajugular portosystemic shunt (tips) with varices coiling procedure. The physician gained access with a wire guide. A competitor's coil had been previously placed. Due to the coil canalizing, the physician wanted to place the retracta coil. When advancing the catheter, the catheter caught on the previously placed coil, and the retracta coil detached within the catheter. A different wire guide was used to attempt retrieval of the coil from the catheter; however, this was unsuccessful. The entire device was removed from the patient, and access was lost. At this point, the physician decided to end the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A database search did not identify any other events associated with the reported device lot. Cook also reviewed product labeling. The IFU [t_mwcer_rev6] packaged with the device contains the following in relation to the reported failure mode: "under fluoroscopic visualization, slowly advance the delivery wire until the entire length of coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." The information provided upon review of the dmr, instructions for use, and the DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that while the coil was being advanced, the delivery wire was unintentionally turned allowing the coil to detach, but this could not be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil prematurely deployed during a transhepatic intrajugular portosystemic shunt (tips) with varices coiling procedure. The physician gained access with a wire guide. A competitor's coil had been previously placed. Due to the coil canalizing, the physician wanted to place the retracta coil. When advancing the catheter, the catheter caught on the previously placed coil, and the retracta coil detached within the catheter. A different wire guide was used to attempt retrieval of the coil from the catheter; however, this was unsuccessful. The entire device was removed from the patient, and access was lost. At this point, the physician decided to end the procedure. The tips portion of the procedure was the main focus and was successfully completed. The coiling was only precautionary. The physician confirmed the patient would be monitored and would follow up if another coil was needed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.